Manufacturer narrative:
As part of normal complaint f/u, an eval of the event has been conducted at mako surgical. The alleged deficiency could not be confirmed based on the data recorded in the case session file. Accuracy data reviewed are within acceptable tolerances. Based on the evidence in the session file records, the rio operated within specification.

Event description:
The surgeon was performing a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). During bone resection, the surgeon noted a fridge of bone that had not been removed, but was not indicated in the virtual bone model. The surgeon used the rio to verify bone in the area was "proud" of plan, and then proceeded to resect the area of bone per the plan. While trialing, the surgeon noted an add'l area of bone that needed to be removed. He removed this ridge of bone using a rongeur, and completed the case successfully.